Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device displayed a "poor pad control" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.